Manufacturer narrative:
(B)(4). The device was above eri upon receipt. (B)(4).

Event description:
It was reported that the patient presented to the clinic office for erosion. Patient was admitted to the hospital and the entire system was extracted. Patient is stable and will be monitored. A new system will be implanted once infection clears.